Event description:
Procedure: nursing inserted IV. The tip if the IV catheter/plastic would not go in, it just bunched up. Nursing could not get the catheter into the vein with the needle. No known harm to patient, another IV inserted without issues. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd insyte autoguard (per site reporter). Will look into it.